Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome, as well as a direct correlation to heartmate 3 lvas, serial number (B)(4), could not be conclusively determined through this evaluation. Additional information revealed that due to privacy laws restrictions the customer would not share any kind of patient related information. This includes all kind of data regarding the patient and the course of the disease. The heartmate 3 lvas IFU is currently available. Section 1 of this IFU lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No product is available for investigation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The cause of death was not provided by customer. Whether the outcome was device or therapy related was not provided. The pump was not explanted.